Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Technical services (ts) reviewed the episode noting the presenting electrogram (egm) and event showed signal and amplitude differences between the qrs complexes and t waves. Ts recommended further evaluation in the clinic and programming options. The health care professional (hcp) would discuss with the physician. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.